Manufacturer narrative:
(B)(4). Additional information provided: and also confirmed with the doctor holding the knife and brushing the hand before that the gauze will be covered for protection after the glue dries. The patient is affected and unable to bathe normally. Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What is the procedure date? What date did the event occur on? Please clarify, did the patient experience a skin reaction to the dermabond? If so, what does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed or purchased over-the-counter. What is the most current patient status? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2021 and topical skin adhesive was used. Patient reported abnormal reaction to the clinic. About the third day, there will be degumming, and the wound cannot be adhered, resulting in exudate. Gauze covered for protection after the glue dries. The patient returned to the clinic to refill the adhesive. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/22/2021 additional information: a1, a2, a3, b7 additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent please describe how was the adhesive was applied. After the inner layer of the wound has been sutured, use gauze to dry the blood stains. Then squeeze the dermabond tube and apply the adhesive to the wound. What prep was used prior to, during or after dermabond advanced use? Before application, clean and dry the wound a with gauze. During use, bring the wounds on both sides close to each other, and let the product dry naturally after use. Was a dressing placed over the incision? No if so, what type of cover dressing used? N/a patient demographics: initials / ID; age or date of birth; bmi ; gender initials: m.y.t./patient ID: c100141; dob: 1998/01/22; bmi: 16.2; female what is the physicians opinion of the contributing factors to the dermabond advanced coming off prematurely? Suspecting if the product quality is inconsistent because this situation did not happen in other cases. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/28/2021 corrected data: h6 health effect - clinical code, h6. Health effect - impact code, h6 remove e040203 local reaction. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent what is the procedure name? Periareolar augmentation mammaplasty. What is the procedure date? On (B)(6) 2021. What date did the event occur on? Patient reported the incident three days later. Please clarify, did the patient experience a skin reaction to the dermabond? No skin reaction/irritation was observed. If so, what does the reaction look like and how large of an area does the reaction cover? Do you have any pictures of the reaction? No skin reaction when applying dermabond. However the adhesive started to solidify soon after the tube was opened, before fully applied to the wound. (It¿s unlikely that the clinic can get approval to release pictures of the procedures.) Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Came back five days after the original procedure. The adhesive fell off and the wound closure was redone with suturing. If medication was required, please clarify if it was prescribed or purchased over-the-counter. Medication was not needed. What is the most current patient status? Wound has healed. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Patient had not used skin adhesive before. H3 evaluation: the analysis results found that packages was returned for evaluation. The device was returned inside its package unopened. Upon visual inspection, the sample was opened to review the applicator and no defects were observed. A functional test was performed and the applicator was dispensed without failures or issues related with the customer compliant. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.